Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) that was explanted due to unknown reason. A new ipp device was implanted. No patient complications were reported in relation to this event no more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was explanted because it was not working properly due to fluid loss. There were no further patient adverse effects.